Event description:
One day following a persistent atrial fibrillation (af) procedure, a tamponade was noted and a pericardiocentesis was performed to stabilize the patient. During the procedure, the patient presented a perimetral macro reentry and then the left isthmus was ablated. For epicardial ablation, the catheter was placed in the sinus coronary with a 30w power and 30 ml/min for irrigation. When ablation in the coronary sinus was performed, a steam pop was noted. The steam pop was noted with an impedance rise. When the steam pop occurred, the ablation catheter was in the coronary sinus. The catheter was used to complete the procedure with no consequences to the patient. A routine echocardiogram was performed at the end of the procedure with no anomalies noted. The following day, a tamponade was noted and a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Additional field information indicated that ablations were performed with an rf power up to 35w. The tacticath contact force ablation catheter, sensor enabled instructions for use warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop" and "high power should only be used in special circumstances and only when good contact force cannot be achieved". However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported reported tamponade. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device.